Event description:
Reporter indicated a vns pt was having an increase in absence seizures in (B)(6) 2010. Vns settings were adjusted as an intervention and no medication changes were made. The plan of care is to replace the vns generator prophylactically due to a battery estimate indicating nearing end of svc. A surgery date has not been set. Attempts for further info are in progress.